Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: dtma2d1 ICD, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had noise that was observed during a device change out procedure. Further review indicated that the noise was also present before the change out procedure. The lead remains in use. No patient complications have been reported as a result of this event.